Event description:
It was reported via journal article "cryo-balloon angioplasty for pulmonary vein stenosis in pediatric patients" that following a cryoplasty treatment procedure reintervention occurred.an unspecified polarcath balloon catheter was used to treat the target stenosis. The patient underwent reintervention on an unknown date.

Manufacturer narrative:
(B)(4). Describe event or problem: (B)(6). Cyro-balloon angioplasty for pulmonary vein stenosis in pediatric patients. Pediatric cardiology. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).